Event description:
It was reported that pump displayed non-resettable malfunction alarm with code 5 and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer was instructed to switch to insulin injections as backup therapy, place pump into storage mode, and then return it using prepaid label, and tandem technical support arranged replacement pump and advised customer to reenter pump settings and reconnect continuous glucose monitor once replacement was received.